Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced stimulation in a wrong location. Programming could not provide resolution. X-rays were done but did not reveal any anomalies. A CT scan may be undertaken and surgical intervention may be pending to address the issue.